Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019. During isometric testing, the atrial lead exhibited lead noise. The noise had been noted at a previously date and programming changes were made at that time. The patient was stable and the lead would be monitored.